Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the device detached. A 15mm x 3.50mm wolverine cutting balloon monorail was selected for use. During preparation, upon opening package it was noted that the shaft and the end is missing. There were no patient complications.